Manufacturer narrative:
Complaint conclusion: when removing a 39mm x 10mm palmaz genesis on opta pro stent delivery system (sds), the stent fell off the balloon. The stent was not manipulated and fell off the device prior to preparation. The device never went into the patient and a non-cordis stent was used to treat the intended lesion. There were no patient injuries reported. The palmaz genesis stent was to be implanted in the iliac artery during an endovascular aneurysm repair (evar) procedure. The packaging was opened correctly, and the stent did not appear prematurely expanded. The product was not returned for analysis. A product history record (phr) review of lot 82226829 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use (IFU), ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.¿ this is considered off label usage and a violation of the IFU. Neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. H3 other text : device discarded.

Event description:
As reported, when removing a 39mm x 10mm palmaz genesis on opta pro stent delivery system (sds), the stent fell off of the balloon. The stent was not manipulated and fell off of the device prior to preparation. The device never went into the patient and a non-cordis stent was used to treat the intended lesion. There were no patient injuries reported. The palmaz genesis stent was to be implanted in the iliac artery during an endovascular aneurysm repair (evar) procedure. The packaging was opened correctly, and the stent did not appear prematurely expanded. The device was discarded and will not be returned.